Event description:
The customer's blood glucose was unknown. It was reported tht the customer received the motor error alarm on the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported .

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during prime/fore sensor system test due to a faulty force sensor resistor (gold). The motor passed the motor test. The insulin pump was received with a cracked display window corner, battery tube threads, reservoir tube lip as well as a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.